Event description:
It was reported that the patient experienced a hypoglycemia event while using a dexcom g7 with the ilet system, with cgm showing a low of 56 mg/dl and a confirmatory fingerstick of 77 mg/dl after treatment with 15 grams of oral glucose tablets; the patient reported vision difficulty during the episode and sought guidance on whether to continue meal announcements. Symptoms included hypoglycemia. Outcomes included the need for medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device-related findings due to insufficient information and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.